Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the power cord and interconnect cable. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the power cord and interconnect cable of the 9800 system have cuts and abrasions on the outer sheath. There was no report of pt injury.